Event description:
Information received by medtronic indicated that the customer reported a low battery alarm or short battery life. The battery on the pump does not last as it is supposed to. Troubleshooting was performed and found that the customer received a low battery alert prior to replace battery now alarm and the insulin delivery stopped as it is unattended. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Customer returned insulin pump for an alleged charge/battery lasts less than expected on november 20, 2022. The unit p-cap / test reservoir locks in place properly. The insulin pump passed the displacement test, sleep current measurement test, active current measurement and self test. All currents within spec range. The insulin pump was monitored and no power loss or charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. However, batt out limit (6) alarm was found in history file on december 03, 2021 07:18:21.000. Also, failed battery test (58) alarm found in history file on november 30, 2022 18:05:15.000. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged charge/battery lasts less than expected not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.